Event description:
The patient was enrolled in the option clinical study ((B)(6)) on (B)(6) 2020 with patient identifier (B)(6). It was reported that a cardiovascular event and death occurred. Transesophageal echocardiography (tee) performed revealed a left ventricular ejection fraction of 60%. Tee assessment revealed one laa lobe with windsock morphology with an ostium diameter of 21mm and a length of 29mm. Prior to the implant procedure, the patient underwent pulmonary vein isolation (pvi) type atrial fibrillation ablation using radiofrequency single shot technique. The patient was given a loading dose of aspirin prior to the procedure. The patient underwent a successful left atrial appendage (laa) closure procedure, and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. Apixaban was continued by the patient post procedure. The patient was discharged the next day. Three hundred forty three (343) days post procedure, the patient died due to a cardiovascular event. The patient had a high heart rate the night prior to this event, and the patient's smart watch displayed a sudden stop in heart rate at around 2 a.m. Additional information has been requested to obtain additional details relating to the event.

Manufacturer narrative:
Correction: b3. Update: b5.

Event description:
The patient was enrolled in the option clinical study (watchman group) on (B)(6) 2020 with patient identifier (B)(6). It was reported that a cardiovascular event and death occurred. Transesophageal echocardiography (tee) performed revealed a left ventricular ejection fraction of 60%. Tee assessment revealed one laa lobe with windsock morphology with an ostium diameter of 21mm and a length of 29mm. Prior to the implant procedure, the patient underwent pulmonary vein isolation (pvi) type atrial fibrillation ablation using radiofrequency single shot technique. The patient was given a loading dose of aspirin prior to the procedure. The patient underwent a successful left atrial appendage (laa) closure procedure, and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. Apixaban was continued by the patient post procedure. The patient was discharged the next day. Three hundred forty three (343) days post procedure, the patient died due to a cardiovascular event. The patient had a high heart rate the night prior to this event, and the patient's smart watch displayed a sudden stop in heart rate at around 2 a.m. Additional information has been requested to obtain additional details relating to the event. It was further reported the patient died on (B)(6) 2021, 342 days post index procedure. The patient was on apixaban regimen at the time of death.